Manufacturer narrative:
This report is submitted on march 07, 2022.

Event description:
Per the clinic, the patient experienced skin overgrowth and an infection at the abutment site (specific date not reported) and subsequently was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. The patient underwent skin revision surgery to clear the infected site (specific date not reported).